Event description:
The patient reported that the load step continued to push and dispensed insulin.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Evaluation revealed that the force sensor resistance measurement is out of specification, and that the force sensor is out of calibration. There was evidence of green contamination observed on the force sensor plate. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. On the part of animas of any deficiency in the performance of the device. Correction removal reporting number: 2531779-03/24/2010-003-r.